Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified circumflex (cx) artery. An unspecified promus element plus stent was selected and advanced to treat the target lesion. The physician pulled back the device and advanced it a second time. The stent slipped off the delivery system and was embolized in the left main trunk. The physician elected to deploy the stent in the left main trunk. No patient complications were reported and the patient's status was okay.

Manufacturer narrative:
Device is a combination product. Device code #2923 relates to component code #515. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).